Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed there are no errors related to the customer complaint. The device was visually inspected and found scratched lens, rear housing, the downstream occlusion (dso) seal and upstream occlusion (uso) seal were damaged. The customer reported issue was confirmed and the rear housing was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The dso seal and uso seal were replaced. The unit was calibrated, and performance verification test was performed. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the door hinge was broken during testing". During device evaluation it was found the lens was scratched, the downstream occlusion (dso) seal and upstream occlusion (uso) seal were damaged.